Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00.00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system logfiles onsite, and the troubleshooting actions showed a problem with the grabber card of the flexvision pc. The fse replaced the flexvision pc and the hard disk, reinstalled the software and returned the system to use in good working order.